Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h4, h6, h10. Visual examination of the provided pictures identified a residue on one of the battery terminals. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. H3 other text : product location unknown.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during the surgery, this complaint product did not work at all on high mode from the start of use. Upon inspection of the device it was discovered that the foreign substance which looks like the deposit from the electrolyte has be attached on the electrodes of the 1 of 8 batteries. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified the device was returned opened, unused, in the original packaging. Visual inspection did not find any damage to the packaging, device or battery. No evidence of electrolyte was found inside the battery pack. Functional testing found the device powered on and worked normally in both low and high mode when connected to the battery pack provided with the device. The event cannot be confirmed.

Event description:
No additional event information.